Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a dialyzer blood leak occurred nineteen minutes into a patient's treatment of continuous renal replacement therapy (crrt). Light red liquid was identified within the filtrate drain bag. Immediate inspection found that the "port was surrounded by light red liquid as well, and it flowed to the bibag" [sic]. The treatment was immediately stopped and the doctor was informed. There was reported to be 50 ml or less of blood loss. There were no reported adverse effects experienced by the patient, and there was no indication that medical intervention was required as a result of the event. Multiple attempts were made to obtain additional information, and thus far, no further details have been provided.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation and photographs were not provided. A review of the instructions for use (IFU) determined that the reported event is adequately addressed. All dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization); however, leaks due to adverse environmental conditions or mechanical stress during treatment may occur in very few cases. Due to 100% testing, it is highly unlikely to detect a failure in any retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported that a dialyzer blood leak occurred nineteen minutes into a patient's treatment of continuous renal replacement therapy (crrt). Light red liquid was identified within the filtrate drain bag. Immediate inspection found that the "port was surrounded by light red liquid as well, and it flowed to the bibag" [sic]. The treatment was immediately stopped and the doctor was informed. There was reported to be 50 ml or less of blood loss. There were no reported adverse effects experienced by the patient, and there was no indication that medical intervention was required as a result of the event. Multiple attempts were made to obtain additional information, and thus far, no further details have been provided.